Manufacturer narrative:
D9 - device available for evaluation: no. The reported complaint of a clog in the tubing could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received. E1 - telephone number: (B)(6).

Event description:
The event involved a 20" smallbore ext set w/rotating luer, non-sterile where the customer reported that the incident occurred during an injector procedure. The physician drew up the medications, kenalog and ropivacaine using all components in the tray and then the physician realized there was a clog within the tubing, needle, or medication. There was patient involvement, but there was no patient injury as a consequence of this event.